Event description:
It was reported that PICC was inserted in 2005 into right basilic vein. The PICC was removed about three weeks later. In 2005 pt returned to ER with complaint of shortness of breath. X-ray confirmed thin radiopaque line in left pulmonary artery system 15 - 18cm in length. Fragment of spring wire guide was removed from pt in 2005.